Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and absorbable straps were used. It was also reported that the barcode issue occurred. During scanning of the barcode, the system was reading a different product. The seal to the outer carton or foil pouch seal, which contain the actual device, was not broken.